Event description:
It was reported that there was a break of the left ventricular (lv) epicardial lead. Also reported, there was a break of the ring electrode, oversensing and oversensing with arm movements. The lead was removed from service and replaced with a new lead. No known patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.